Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3830636 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and the mesh was implanted. Post-op, the patient experienced urinary tract infection, vaginal pain, lower back pain, leg pain, pain in the buttocks, acute pain and chronic dysfunction. The patient also experienced dyspareunia, neuromuscular problems, difficulty in evacuating stool and emotional stress. No further information is available.